Event description:
A ventilator was returned to the MFR for routine preventive maintenance. There was no allegation of device malfunction. The device was not in pt use.

Manufacturer narrative:
During the eval of the device at the MFR's service center, the voltage of the power board were found to be outside of spec standards. The device's power board was replaced to address the issue. During device testing, the piston stalled due to a faulty inner limit switch. The device's inner limit switch was replaced to address the issue.